Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.

Event description:
It was reported that when tightening the pedicle screw, a fissure was created in the pedicle.